Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3093-28, lot# v383049, implanted: 2010-(B)(6), product type lead. (B)(4).

Event description:
The patient reported via the manufacturer representative (rep) that she had not used the device because it did not work. She was indicated for urinary dysfunction and sacral nerve stimulation. She did not talk to her doctor or technical services about it because she had stage 4 cancer and was worrying about that instead of the device. It was unclear what the patient meant by not working and if any interventions would occur, so additional information was requested. If additional information is received a supplemental report will be sent.